Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link communicates properly to the pump noted. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 471, 406 mg/dl. The customer treated with the manual injection and the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.